Manufacturer narrative:
The reported events of premature discharge of battery/longevity anomaly were not confirmed. Visual inspection found no anomaly on the header that is related to the field concern. Results from electrical tests performed under nominal conditions indicated normal functionality. Additionally, evaluation of the device under various pulse amplitudes measured normal current levels and no indication of premature depletion noted.

Event description:
It was reported that the patient presented for a procedure. Prior to the procedure, it was observed that the pacemaker exhibited premature battery depletion. The pacemaker was explanted. The patient was stable.